Manufacturer narrative:
Pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was loose. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.